Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning main pcba. The foreign distributor was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba for evaluation. As of the 01/15/2015, the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the user facility by the distributor in the (B)(4). "Vela runs for 5-10 minutes then alarms transducer fault, found that exhl diff transducer fails zero gives reading of 35. Main board was only fitted (B)(6) 2013 and unit has been in storage since."

Manufacturer narrative:
Failure analysis: vela main pcba pn: 52850 sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed the main pcba into a known good vela pn: 16532-00 sn: (B)(4), powered on in service mode entered the event log and noticed multiple xdcr fault events recorded in the log. The unit was turned on in operating mode with the settings received and reported problem of xdcr fault alarms were duplicated. Powered unit on in service mode and performed calibration on the exhalation flow transducer pt802 at 0cmh2o and it failed calibration with an a/d count of 32. The a/d count should be at a minimum of 37 and a max of 690. Findings/root-cause: reported problem was duplicated and isolated to bad exhalation flow transducer pt802 pn: 68355.